Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the personal diabetes manager (pdm) screen displayed boot mode and the patient was unable to reset the message. The patient was no longer able to use the pdm due to this issue. The patient was using multiple daily injections until a new pdm was received. The patient injected too much insulin and fell. Emergency services were called and the patient was transported to the hospital. It was reported the patient's blood glucose levels decreased to 20 mg/dl. The patient was hospitalized and was provided glucose as treatment.